Manufacturer narrative:
Per tandem's t:slim user guide: ¿your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was swimming with the pump. The customer's blood glucose level was 170 mg/dl.

Manufacturer narrative:
Reportedly, the customer reverted to manual injections.